Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac led indicator would remain off when the device was connected to wall power due to a faulty ac module (s/n (B)(4)). There was no patient involvement.